Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Per the initial reporter, "extreme neck swelling. Many respiratory arrests and choking events. Ten days in hospital, 3 times in ICU. Could not swallow my own saliva, had to be suctioned 24/7 for 10 days. Choking began on the (B)(6) day post op. I now have severe radiculitis and arachnoiditis and a 4 mm spur that has grown into my spinal cord. I have to have revision surgery on (B)(6) 2009 post op in recovery, uncontrollable pain and high blood pressure-5hrs in recovery. I was sent to (B)(6) where I had a cardiac respiratory event then sent ICU. I had 3 events that placed me in ICU by crash team. My condition was getting worse after close to 3 days I could not swallow my own saliva. My wife had to suction my mouth 24/7 as my left arm was paralyzed. I also could not use my rt arm. I had many choking events. I was in the hospital for 10 days. Our doctor said she did not know why this was happening. I had to have therapy to learn how to swallow liquids. I had extreme vertigo. I had to have treatment. I was removed from being able to have pt because my pain was so extreme my blood pressure would go over 198/98. This has lead to emergency cardiac events. I'm told my heart is fine, but the high bp is caused by pain. I now have a dropped left shoulder with dexterity and spastic problems with pain in left arm. My neck muscle tighten so much it changes my voice and cause a screeching sound in my head. My blood pressure is normally normal but neck pain cause it to rise to dangerous levels. I have to take drugs for pain and attack because of the pain. I was just refused dental implants by (B)(6) because the pain in my neck is so bad they will not operate with the extreme high blood pressure I also have dysphagia due to nerve damage in my esophagus. I also have so much scar tissue in my neck that now because of infuse that I can not have corrective surgery for my carotid artery."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.